Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. Further information was requested but not yet received.

Event description:
It was reported that patient experienced a staph infection at an unknown site. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. Reportedly, the infection has resolved.